Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. The tubing set was being used to deliver an unspecified concentration of vancomycin 1500mg, at a rate of 165ml/hr, for a duration of 19 minutes, with a dose frequency of every 8 hours, via a gemstar pump. The secure lock male adapter of the tubing set was connected to the female adapter of the patient's peripherally inserted central catheter (PICC). At an unspecified time, the delivery was started. At approximately 0600, the patient experienced chest pain. At this time, the patient reported that the entire tubing set was full of air and that air was being delivered into the patient's PICC line. It was reported that the patient stopped the delivery and withdrew an unspecified volume of air from the PICC line using a syringe. It was reported the patient indicated there was an unspecified volume of medication remaining in the container and that the patient noted air in the mediation container. The customer contact indicated that while trying to find the source of air, the patient squeezed the solution container and reported dampness at the cassette; however, the patient could not identify the location of where air was entering the system. At approximately 1100, the patient went to the user facility to have the tubing set changed. It was reported that the patient continued to complain of episodes of chest pain. The customer contact indicated the patient was admitted to the emergency room for evaluation and for delivery of the remaining dose of vancomycin. An EKG (electrocardiogram) and unspecified blood tests were performed with results reported as normal. The customer contact reported that the patient continued to experience episodes of chest pain which reportedly subsided 2-3 days later. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.